Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation of the returned mayfield base unit. The unit need routine maintenance and readjustment of the handle and the end cap is missing from the device. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the base unit of the mayfield was not closing properly. There was no known patient injury or delay in surgery.